Event description:
This is a spontaneous report by a nurse from the USA of peritonitis. On an unreported date, the patient began peritoneal dialysis (pd) treatment. During a call with baxter customer service, the patient's nurse reported the following information. On an unreported date, the patient developed peritonitis. The cause of the peritonitis was unreported. It was unreported if the patient was hospitalized and if treatment was rendered. It was unreported whether pd therapy was ongoing. At the time of this report, it was unknown whether the patient was recovering from the peritonitis. Medical history and concomitant medications were not reported. Per the nurse, the peritonitis was unrelated to pd therapy.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown and patient discards supplies after each therapy, the sample was not requested.